Event description:
Yankauer tip discovered to have a broken end during procedure. Cross-checked with team to ascertain if product had been used inside the patient before discovering the broken end. Surgeon and resident confirmed that the yankauer had not been inside the patient during this procedure. Table searched and apsm notified--came to room to debrief on situation. Confirmed again with surgeon that item was not used inside patient. Item was from major abdominal pack (sba7cmaynp) lot number: 073331; mfg date: [redacted date].